Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed calcium result is sample integrity. The IFU for the dimension calcium flex reagent cartridge contains the following information: "follow the instructions with your specimen collection device for use and processing." And "complete clot formation should take place before centrifugation." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed calcium result was obtained on a patient sample. The result was reported to the physician. A repeat was run and a higher calcium result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed calcium result.